Event description:
¿Dealer claims per her customer, the right front caster locked up, causing the customer to fall,. No injury reported¿.

Manufacturer narrative:
This device has not yet been returned to the (B)(4); however, the distributor, sunrise medical, indicated that the device would be returned to a&e machinery industry (B)(4) soon for eval. A&e machinery industry (B)(4) will file a follow-up report once the device has been returned and evaluated.